Event description:
It was reported that patients need to charge the implantable pulse generator (ipg) more often. It was noted that patient experienced undesired sensation and muscle spasms. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.